Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issue was confirmed with the returned system controller (serial # (B)(6)). The returned system controller was connected to laboratory equipment and was unable to establish communication to the equipment. Electrical measurement of the underlying wires within the power cables confirmed an opened/severed condition of the communication wire in the white power cable that attributed to the reported event. Also, it was noted the battery fuel gauge wire was opened/severed. The observed conductor breakdown damage was near the white power strain relief. The conductor breakdown damage appears to be related to the repetitive flexing of the cable during use. The log file retrieved from the returned system controller captured intermittent power cable disconnect alarm events that did not indicate a power exchange. According to the voltage values, there was an intermittent loss of the battery fuel gauge voltage value with the white power cable. The data is consistent with the finding of conductor breakdown damage within the power cables. As an additional finding, it was noted green/blue fluid substance was observed. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. Also in this section, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm : 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 6, entitled ¿caring for the equipment¿, addresses the cleaning and caring for the equipment that include cautions regarding submersion of the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 the patient's primary system controller was not communicating with the system monitor. The controller was exchanged with the backup controller and communication issue resolved. Based on the log files, the patient was having transient power cable disconnects while on fully charged batteries. The patient's clips were replaced and discarded.